Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing for sars-cov-2 on the biogx sars-cov-2 open system reagents for bd max¿ system, false positive results were produced. Patient 1 had n1 +, n2 -, rnasep1 +, and rnasep2 +; repeat testing showed both n1 and n2 were negative, and both rnasep were positive. Patients' 2 and 3 had similar results, and all tests were performed in different locations on different sides of the instrument. There was no indication that results were reported, and there was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "customer problem: max 444213_k21-230 discrepant result" steps taken with customer/troubleshooting: customer reports two instances of discrepant result for biogx assay; patient 1 had n1 +, n2 -, rnasep1 +, rnasep2 +; the test was repeated the same day from the same sbt, and both n1 and n2 were neg, both rnasep were pos. Patient 2 had the same pattern of results, only the repeat test was conducted from a freshly collected sample. The repeated test was ran on another, non-bd, pcr instrument. Samples are collected in normal saline. All samples in question were ran in different locations, different sides of the instrument. Customer mentioned patient 3 having gotten the same first result as the previous two patients did, and they are not sure if they should run the repeat test. Customer was trained, and is cleaning the instrument and the work area after every run with 10% bleach, h2o2 and dna away; ems are ran every 30 days, the last one - on (B)(6) 2021, results are all clean.

Event description:
It was reported that while testing for sars-cov-2 on the biogx sars-cov-2 open system reagents for bd max¿ system, false positive results were produced. Patient 1 had n1 +, n2 -, rnasep1 +, and rnasep2 +; repeat testing showed both n1 and n2 were negative, and both rnasep were positive. Patients' 2 and 3 had similar results, and all tests were performed in different locations on different sides of the instrument. There was no indication that results were reported, and there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "customer problem: max 444213_k21-230 discrepant result" steps taken with customer/troubleshooting: customer reports two instances of discrepant result for biogx assay; patient 1 had n1 +, n2 -, rnasep1 +, rnasep2 +; the test was repeated the same day from the same sbt, and both n1 and n2 were neg, both rnasep were pos. Patient 2 had the same pattern of results, only the repeat test was conducted from a freshly collected sample. The repeated test was ran on another, non-bd, pcr instrument. Samples are collected in normal saline. All samples in question were ran in different locations, different sides of the instrument. Customer mentioned patient 3 having gotten the same first result as the previous two patients did, and they are not sure if they should run the repeat test. Customer was trained, and is cleaning the instrument and the work area after every run with 10% bleach, h2o2 and dna away; ems are ran every 30 days, the last one - on (B)(6) 2021, results are all clean.

Manufacturer narrative:
Investigation summary the complaint investigation for discrepant result when using biogx sars-cov-2 for bd max system (ref 444213) lot k21-230 in combination with the bd max¿ exk¿ tna-3 (442827) lot #1039504 was performed by the review of the manufacturing records, review of customer¿s data and verification of complaints history. The investigation was conducted by bd and biogx. Review of the manufacturing records of the bd max¿ exk¿ tna-3 indicated that the lot 1039504 was manufactured according to specifications and met performance requirements. Biogx review of the quality control testing data indicates that kit lot k21-230 performs as expected and meet biogx performance criteria. Customer complained about two patient samples that gave discrepant results upon retest and with an external confirmation method. Customer provided three run files (runs (B)(4) of the first patient and two pdf reports (runs (B)(4) of the second patient from instrument ct1637 for investigation. The first patient sample was initially tested in run (B)(4) (position b12) and n1 positive /n2 negative results were obtained. The same sample was retested in run (B)(4) (position a9) and was negative for both n1&n2 targets. Manual pcr curve adjudication was performed and revealed the amplification in run (B)(4) had late and low amplifications. The second patient sample was initially tested in run (B)(4) (position b6), and a n1 positive and n2 negative result were obtained. When retested in run (B)(4) (position a5) the sample was negative for both targets. Again, manual pcr curve adjudication revealed late and low amplifications. The curves obtained for n1 positive results seem to be true but late amplifications. Low positive samples can occur due to viral titers in the specimen being at or near the assay limit of detection (lod) or cross contamination introduced during the sample preparation at the customer¿s site. Moreover, limit of detection can vary between different assays. The customer also provided positivity rate report and latest qc run (run (B)(4), for bd max¿ exk¿ tna-3 kit lot 1039504. Analysis revealed no anomaly. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Bd was unable to confirm the exact cause of the customer¿s discrepant results, but no reagents issue is suspected. There is no indication of an increase in complaints for discrepant results for the biogx sars-cov-2 for bd max system lot k21-230. The root cause was not identified. Note that positives samples at the limit of detection of the assay or a through environmental or cross contamination introduced during the sample preparation at the customer¿s site can explain the customer discrepant samples. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA).